Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 252 mg/dl. Customer treated with apple juice for low blood glucose level. Customer did the self test , displacement test and they were passed. Customer mentioned blood glucose level from various time intervals that was 252, 270 and 269 mg/dl. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.